Event description:
After I had the essure product implanted in (B)(6) 2010 my life changed for the worse and I would never be the same. My gynecologist highly recommended essure stating the procedure was done in the office, no surgery and I could return to work the next day. I was in constant pain for the next 2 1/2 yrs and still am in pain today. Essure has left me with severe adverse affects or "aftermath" as I refer to it. This has not only effected me but my entire family. Shortly after the procedure my husband and myself made several calls to my dr stating I was still in a lot of pain. He said there was no way it was from the essure. I was never told about, nor was I ever tested for, a possible nickel allergy, never told about nor ever given an essure card (with the coils lot #/info) and was never told about nor given a hsg test to this very day. The only thing my dr did for me was gave me prescriptions for pain medication. From the day I was implanted until (B)(6) 2012 I suffered with the following symptoms: severe weight gain and bloating, blurred vision, memory loss, loss of balance, excruciating pain radiating down from my lower back, into my buttocks and down both legs back and front, migraines and low grade fevers daily, bleeding gums, extreme fatigue and many many more symptoms. I saw every specialist known to mankind, such as a neurologist, orthopedic, infectious disease specialist, spine dr, ophthalmologist and rheumatologist, to name a few...many trips to the ER, CT scans, x-rays, MRI's and tons of blood work. I was tested for and diagnosed/misdiagnosed with lupus, ms, vitamin deficiencies, fibromyalgia, lyme disease, add, high blood pressure, sciatica, depression, anxiety and; diabetes to name a few. I had abnormally high levels of pressure in both eyes, constant taste of metal in my mouth, couldn't focus or concentrate and severe memory loss. I had a great career as a bank manager and could no longer work, take care of my kids and was unable to do common household chores. I was in bed for days at a time from the pain. I suffered from insomnia at times anda other times I would sleep for days on end. I was put on and taken off dozens of meds, none of which helped. In (B)(6) 2012 my husband took me to the ER for the third time in a month and a half because I could not walk. The left side of my face was "paralysed" and I had severe pain going down my spine, back and legs. They took x-rays and did a CT scan and referred me to a spine dr. The next day when making the appt with the spine dr the nurse told me she would access my medical records through her computer so the dr could look them over before my appt. Ten minutes later she called me back and said "(B)(6), do you have an iud because the CT scan report states portions of a metallic object have migrated into your pelvic region." That was the first time in 2 1/2 yrs it hit me...essure! She instructed me to see a gynecologist immediately and by that afternoon my new gynecologist sent me for more blood work and a vaginal ultra sound only to find out that there was a metal clip inside me and the essure coils were scattered throughout my pelvic area. One week later I was admitted into the hospital for a total abdominal hysterectomy (leaving the ovaries). The coil in the right fallopian tube protruded through the middle of the tube and was screwing itself into my uterus so badly that my uterus was upside down. Three quarters of the coil in the left fallopian tube had shattered and migrated throughout my pelvic area. Within hours of my surgery I felt like a completely different person. I hadn't felt that good since the essure was implanted. I had a very good recovery and was feeling better and better each week until (B)(6) 2012. I was having sharp abdominal and lower back pain and was taken to the ER. Through more ultra sounds and CT scan they found cysts on my ovaries that were of concern and instructed me to see my gynecologist who told me I had large abnormal complex ovarian cysts and said he could not help me and referred me to gyn oncologist. After meeting with the oncologist he put me on birth control, sent me for a vaginal ultra sound and MRI. He said he wanted to watch the cysts to see if they would grow but putting me on birth control might prevent the cysts from growing and that every 2 months I would have to go for vaginal ultra sounds and MRI's to watch the progression. Every 2 months the results were that despite being on the birth control the cysts continued to grow and eventually become septated. Not knowing if this was ovarian cancer or not in (B)(6) 2013 I had to have my ovaries removed. I thankfully did only have cancer and made a full recovery. The gynecologist that performed my hysterectomy told me she no longer does the essure procedure due to several of her patients having similar issues. As of writing this on (B)(6) 2013 I still suffer with pain and fatigue, headaches and brain fog and still am unable to work. There are thousands of women suffering with stories such as mine whose lives have been severely affected. Essure needs to be taken off the market so no other women need to suffer the way I have.